Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2bakt); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient just got the implant yesterday for a new lead because the lead they had didn't work and he was peeing a lot. He woke up this morning and took a bunch of pain pills and everything, because he was hurting on left side and implant on the right. Patient has been going to pain management. He tried to charge the handset and he doesn't have a black card. Agent asked when the lead wasn't working and he said in february. Patient said he is peeing a lot. The patient was redirected to their healthcare provider to further address the issue. Patient called back with the pa9000 kit and stated the black "card" (cord) wasn't fitting. Patient services attempted to walk the patient through plugging the cable into the a10e handset. The patient stated they were struggling for a good bit but finally got the cable plugged into the end of the handset. Patient then had difficulty p lugging the cable into the wall adaptor. Patient became escalated. Patient services wanted to note the patient wasn't clear on what they were doing and they cursed into the phone. It was unclear what they were trying to do. Patient services redirected the patient to follow up in person with their hcp to have assistance with the external devices. Patient asked if patient services could call them back in 15 minutes. Patient services advised they were only an inbound call center but directed the patient to call back when it was convenient for them. It was unknown if the patient is going to call back. Patient services did their best to assist this patient and interpret their issue.